Manufacturer narrative:
The investigation has been completed. The console was returned for investigation. The logs confirmed that the reported failure mode, controller error alarms. The real time logs confirmed that this was a pattern failure which was characterized by a temporary loss of optical dataand triggering of a controller error alarm, has a low probability of reoccurrence. The cause of the transient loss of optical data was not determined due to the inability to reproduce. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. While on support, the automated impella controller experienced a controller error alarm, which was resolved by changing the console. No patient harm was reported.